Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the axium prime coil was returned for evaluation inside a biohazard bag, and a shipping box. The echelon catheter was not returned. However, the echelon catheter appeared compatible with the coil as it has a labeled inner diameter (ID) of 0.017¿. ¿ damage location details: the implant coil appeared to be stretched with the polypropylene filament broken. A bend was found at 19.0cm from the proximal end of the pushwire. ¿ testing/analysis: the returned coil could not be used for resistance testing due to its damaged condition. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed as the returned axium prime coil was found to be damaged. These damages likely occurred when the customer attempted to advance the coil through the catheter against the reported resistance. However, the cause for resistance could not be determined. Possible resistance cause includes using a damaged catheter. Since the catheter was not returned, any contribution of the catheter to the resistance issue could not be determined. The event is reported at this time based on analysis findings which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an embolization procedure to treat an unruptured, saccular aneurysm located in the left internal carotid artery communicating segment, resistance was encountered during the delivery of the apb-2-8-hx-es spring coil into the proximal end of the microcatheter, preventing smooth delivery. The coil was replaced with a qc-2-6-helix coil, which was delivered successfully. Subsequently, resistance was also encountered during the delivery of the qc-2-8-helix and qc-2-4-helix coils into the proximal end of the microcatheter, preventing smooth delivery. These coils were replaced with other models, which were successfully delivered. The surgeon believed that the apb-2-8-hx-es, qc-2-8-helix, and qc-2-4-helix coils had quality issues and requested their return for identification. The catheter was not damaged, and the coils were not implanted. The patient¿s blood flow was reported as normal, and the vessel tortuosity was minimal. The aneurysm had a max diameter of 4 mm and a neck diameter of 2.5 mm. The procedure was completed using alternative coils. No patient complications have been reported as a result of this event. Additional information was received. The cause of the resistance was not determined. The coils did come out of the introducer sheath smoothly. A continuous saline flush was administered and maintained as indicated in the IFU. The catheter was an echelon.